Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient is experiencing instability with her occlusion and no resolve for her anterior crowding. Doctor reports that the patient's issue seems to be worse than when she started the byte aligner treatment. Patient referred to orthodontist specialist and to discontinue use of aligners.